Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a beep anomaly and a blank display. Customer stated that there is a constant beep on the insulin pump and the display is blank. Customer's current blood glucose reading is 166 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power test and unexpected restart error test. The insulin pump was monitored and no alarm for an unexpected restart, no audio or constant tone anomaly and no blank display was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.